Event description:
The customer reported that the agilia infusion pump is displaying technical error 26 (4000). There were no adverse reactions reported during the use of the pump. The pump was returned for further evaluation. Technical error 26 (board missing) triggers an alarm and stops the pump. The pump was returned for evaluation with the battery removed. The pump history log was reviewed and confirmed the reported error 26 (4000). The review of the device logs also found errors 27 (lcd black-light missing), 28 (keyboard), 37 (off key), 44 (lcd driver failure), 45 (defective lcd voltage), and 52 (defective buzzer). The pump was opened and found the ribbon cable between the main cpu board and the display board disconnected. The connection between the boards was reestablished and the errors were no longer being displayed. All the errors found are related to the disconnected ribbon cable and the removed battery. After repair, the pump was found to meet specification.